Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient reported a loss or change of therapy in (B)(6) 2016. She had an increase in urinary symptoms, so she increased her stimulation. However, the stimulation felt uncomfortable, so she decreased it to a comfortable level. The patient still had to go to the bathroom every half hour. She was on program 4 at 1.9 volts and increased to 2.0 volts, where she felt comfortable stimulation in the bicycle seat area. The patient later reported that stimulation was felt in the wrong location. The patient programmer (pp) confirmed therapy was on. The patient had fallen twice since (B)(6) 2016. The issue was not related to positional movements. Decreasing the amplitude did not eliminate the uncomfortable stimulation. Turning the stimulation off did not stop the sensation. The patient still had symptoms of heaviness in the legs when the device was off. Urinary/bowel symptoms returned. The healthcare professional (hcp) had not instructed the patient to keep a diary. The patient was not increasing the stimulation even with good symptom control. The patient was going to make an appointment to see her doctor and determine the cause of the sudden return of symptoms and to have her implantable neurostimulator (ins) and lead examined to make sure that no damage occurred during the falls she experienced. She saw a new person at her hcp's office who adjusted stimulation last thursday, (B)(6) 2016, but her symptoms did not improve at all, in fact they were now worse. It was noted that the nurse did not use a clinician programmer (cp) at all during the appointment and only used her programmer. Symptoms included itching at the lead location, heaviness of the right leg, incision pain, and full loss of bladder control.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.